Event description:
It was reported the system displayed a "housing overheated, x-ray disabled" error message. When this occurs the system would not turn-on until repaired. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The thermal sensor and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.